Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was migrated four inches down as there was no healthy tissue to tie down the can. In addition, this device was not tied down the can at first implant, however, the second time it was sutured directly to pectoral implants. This device was surgically revised and remains in service. No additional adverse patient effects were reported. Subsequently, this device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was migrated four inches down as there was no healthy tissue to tie down the can. In addition, this device was not tied down the can at first implant, however, the second time it was sutured directly to pectoral implants. This device was surgically revised and remains in service. No additional adverse patient effects were reported. Subsequently, this device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was migrated four inches down as there was no healthy tissue to tie down the can. In addition, this device was not tied down the can at first implant, however, the second time it was sutured directly to pectoral implants. This device was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.